Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they still didn't have the therapy set so that it could automatically adjust to their body position, so they got zapped several times a day. Patient confirmed they'd noticed that since implant and said at first they worked on group a, then on group b but in the beginning, patient was healing and on pain meds and now patient was wanting to get off pain meds. Patient said they'd have calls with the rep to adjust therapy over the phone. Patient said certain movements like reaching above their head or laying down or pushing back on a recliner would cause zapping. Patient also said while driving sometimes while reaching towards their right the stim would zap patient too. Agent documented information given during the call.